Event description:
The customer reported that there was haze in the room with the sterrad. The customer alleged that he felt light headed and dizzy for several minutes. The symptoms stopped when he left the room. The customer did not seek medical attention. The asp customer care reviewed the oil mist letter and the msds to the customer. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Light headed and dizzy, - oil mist, - capital equipment, evaluated at customer site. The fse replaced the oil filter mist housing assembly and catalytic filter. The fse ran several pumps down with no oil mist. The fse topped off the oil in the pump assembly. The fse ran an empty chamber test and verified system meets manufacturers specifications.